Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, the balloon burst after applying rated burst pressure. The procedure was completed with a non-boston scientific balloon. No patient complications were reported. It was further reported that balloon ruptured during first inflation at 11 atmospheres.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, the balloon burst after applying rated burst pressure. The procedure was completed with a non-boston scientific balloon. No patient complications were reported.